Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) eroded through their skin. It was further reported that the patient experienced a local infection and a systemic infection. The implantable pulse generator (ipg) was explanted. The right ventricular (rv) lead and right atrial (ra) lead were capped. The patient experienced hypotension during the extraction procedure due to right ventricular invagination. The patient received a new ipg system two days later. No further patient complications have been reported as a result of this event.